Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar cautery instrument associated with this complaint and completed investigations. The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 2.17mm x 3.49mm in size. Additionally, the instrument was found to have a detached fragment. The fragment broken off from the instrument tube adapter. The fragment was not returned with the instrument. Also, the instrument was found to have a broken conductor wire at the distal end inside of the tube adapter. One of the electrical contacts was found to have been broken off. The broken piece measures approximately 0.82mm x 4.20 and was not returned with the instrument. No signs of thermal damage were observed. The instrument was found to have a detached fragment / electrical contact. The contact broke off from the conductor wire at the distal end. The detached contact was not returned with the instrument.

Event description:
It was reported that during central processing the tip broke off the monopolar cautery instrument. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no patient injury. This item was not broken while in use on a patient. There were no fragments to retrieve, or additional surgeries required.